Event description:
Following a recently implanted neurostimulator (ins), it was reported that the patient could not adjust the stimulation. A power on reset message was displayed on the patient programmer which was resolved. Subsequently, the patient could again not adjust the stimulation due to a call your doctor message on the patient programmer and could no longer feel the stimulation. It was not known if the patient could typically feel the stimulation with the ins on. Additional information has been requested, but was not available as of the date of this report.

Event description:
The doctor wiped out the program and reset everything so when the patient tried to do anything he got the error message. The device was re-synched with everything and issue resolved. The patient was receiving effective therapy.

Manufacturer narrative:
Lead model 3889-28, lot# v842736, implanted: 2011-(B)(6), explanted: na. Programmer model 3037, serial# (B)(4). (B)(4)